Manufacturer narrative:
As a unit has not been returned, a technical analysis could not be performed. The manufacturing records for this batch were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Device not returned for analysis

Event description:
It was reported that during a percutaneous transluminal angiography procedure the balloon ruptured. The patient presented with "shunt trouble". The target lesion was a 99% stenosis of the moderately tortuous axillary vein. The wanda balloon ruptured at 8atm on the first inflation. The procedure was completed with another manufacturer's balloon. There were no patient complications and the patient was reported to be good. This product is only ous approved but it is similar to an approved us device.